Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl, which was treated with bolus wizard. Customer did not go to the hospital or contacted healthcare professional. Customer had symptoms of nausea. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer found no air bubbles or leaks. Customer also had low blood glucose of 27 mg/dl. Insulin pump passed displacement test.